Event description:
The customer reported to baxter corporate product surveillance (cps) a vented solution set that would not vent when inserted into a reclast glass container. The report stated the vented solution set was initially being used with 1000cc bag of normal saline. During the procedure the bag was switched out with a reclast glass container and no solution would flow. The customer stated that they "opened a little side cap and started poking in there and eventually was able to get some solution to flow." There are no reports of patient involvement, patient injury or adverse events associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Two of the two reported samples were returned for evaluation. Both samples arrived out of the pouch primed, visual inspection showed that the blue vent caps were in the closed position on both samples. Both samples also had a white particle of what appeared to be dried drug in the drip chamber. Both samples were spiked into a 1000ml solution bag containing sterile water and re-primed. This showed that the white particle temporarily obstructed the flow in both samples until dissolved at which time both samples flowed normally with no other defects noted. Therefore, the reported condition was not confirmed. An assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.